Event description:
It was reported that the fowler bracket assembly broke at the weld seam. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Exposed sharp edges on broken fowler bracket assembly at the weld seam.